Event description:
The customer reported that this unit failed the defib portion of the opcheck.

Manufacturer narrative:
The customer reported that this unit failed the defib portion of the opcheck. A philips field service engineer evaluated the unit at the customer site, but could not duplicate the reported failure. Based on the customer's report we will consider this failure an intermittent malfunction, but the exact cause could not be determined because the symptom could not be duplicated.